Event description:
Bayer r and I was notified of the following information. The hospital reported that approximately 10-20 ml of air was seen on a patient's final images following a CT scan study. Post procedure, the patient was admitted to the hospital for observation.

Manufacturer narrative:
A system service check of the stellant injector, performed on november 11, 2013, confirmed the stellant injector was operating within bayer r and I specifications. There was no evidence of equipment malfunction. The disposable syringe kit that was in use during the alleged event was discarded by the site. The site was unable to provide the lot numbers of the disposable syringe kit; therefore, testing of retained samples was not possible. Multiple documented attempts have been made to gain specific information related to the reported event; however, these attempts have been unsuccessful. Additional applications training has been offered to the site and we are awaiting their response. In the event additional information is obtained, a follow-up report will be submitted.